Event description:
It was reported that the patient underwent discectomy on (B)(6) 2014 and suture was used. Approximately one month post-op, the patient presented with a wound infection at the surgical site. The patient was treated with IV antibiotics. Part of the suture was sticking out of the incision when the patient returned with the infection. The patient has recovered.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.